Event description:
A customer contacted beckman coulter inc. (Bci) stating that a new drug calibrator leaked within the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported for this event.

Manufacturer narrative:
A new drug calibrator replacement was sent to the customer.